Event description:
The tip of an aesculap vascular dilator broke off during a coronary artery bypass graft (CABG) procedure. The surgeon was able to retrieve the tip. No detrimental effects to the pt. Length of surgery, and time under anesthesia were lengthened. According to or supervisor, there is potential for serious injury should this malfunction recur. The malfunction is occuring below the frequency and severity that are usual for this device.